Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 1/7/2019. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The product was received in a little jar with liquid. The product was disinfected. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. Manufacturing records review: a review of the manufacturing records was performed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt375 18.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2018 and explanted on (B)(6) 2018 due to refractive surprise. The surgery center contact stated the toric multifocal lens was unnecessary, and induced more cylinder. The zxt375 iol was exchanged for a zlb00 16.5 diopter iol. Through follow up, customer account provided additional information confirming ocular sinister (left eye) is blurry compared to ocular dexter (right eye), blurry issue was first observed (B)(6) 2018, more cylinder power was induced (B)(6) 2018, and clarified the toric multifocal was unnecessary due to inaccurate keratometry readings, toric correction was not indicated once repeat measurements were done. No additional information was provided to johnson & johnson surgical vision.